Manufacturer narrative:
Concomitant product: addr01 ipg, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. Follow up with a health care professional indicated this was probably due to the age of the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.